Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and syncope ('faint') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criterion medically significant), syncope (seriousness criterion medically significant), dizziness ("dizziness feeling"), nausea ("nausea"), urinary tract infection ("frequent urine infection"), migraine ("migraines"), headache ("headache every day"), depression ("depression"), urticaria ("welts"), rash ("rashes"), hypersensitivity ("allergy- outbreaks"), dysgeusia ("metallic taste in mouth"), pain ("acute stabbing pains"), paraesthesia ("tingling sensation"), back pain ("back pain"), arthralgia ("joint pain"), asthenia ("lack of energy"), peripheral swelling ("swelling in legs and foot"), pain in extremity ("leg pain"), chest pain ("chest pain"), alopecia ("hair loss"), amnesia ("memory loss"), vaginal discharge ("bad smell and secretion"), suffocation feeling ("suffocated"), spinal pain ("spinal pain"), abdominal distension ("abdominal swelling"), insomnia ("insomnia"), tachycardia ("tachycardia"), tinnitus ("ringing in the ears"), dyspepsia ("digestive problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and blood pressure increased ("blood pressure increased"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, syncope, dizziness, nausea, urinary tract infection, migraine, headache, depression, urticaria, rash, hypersensitivity, dysgeusia, pain, paraesthesia, back pain, arthralgia, asthenia, weight increased, peripheral swelling, pain in extremity, chest pain, alopecia, amnesia, vaginal discharge, suffocation feeling, spinal pain, abdominal distension, insomnia, blood pressure increased, tachycardia, tinnitus, dyspepsia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, asthenia, back pain, blood pressure increased, chest pain, depression, dizziness, dysgeusia, dyspepsia, fatigue, headache, hypersensitivity, insomnia, migraine, nausea, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, rash, spinal pain, suffocation feeling, syncope, tachycardia, tinnitus, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure (ess205). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4). On (B)(6) 2019. The most recent information was received on (B)(6) 2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and syncope ('faint') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. In (B)(6) 2018, the patient experienced pelvic pain (seriousness criterion medically significant), syncope (seriousness criterion medically significant), dizziness ("dizziness feeling"), nausea ("nauseas"), urinary tract infection ("frequent urine infection"), migraine ("migraines"), headache ("headache every day"), depression ("depression"), urticaria ("welts"), rash ("rashes"), hypersensitivity ("allergy- outbreaks"), dysgeusia ("metallic taste in mouth"), pain ("acute stabbing pains"), paraesthesia ("tingling sensation"), back pain ("back pain"), arthralgia ("joint pain"), asthenia ("lack of energy"), peripheral swelling ("swelling in legs and foot"), pain in extremity ("leg pain"), chest pain ("chest pain"), alopecia ("hair loss"), amnesia ("memory loss"), vaginal discharge ("bad smell and secretion"), suffocation feeling ("suffocated"), spinal pain ("spinal pain"), abdominal distension ("abdominal swelling"), insomnia ("insomnia"), tachycardia ("tachycardia"), tinnitus ("ringing in the ears"), dyspepsia ("digestive problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and blood pressure increased ("blood pressure increased"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain, syncope, dizziness, nausea, urinary tract infection, migraine, headache, depression, urticaria, rash, hypersensitivity, dysgeusia, pain, paraesthesia, back pain, arthralgia, asthenia, weight increased, peripheral swelling, pain in extremity, chest pain, alopecia, amnesia, vaginal discharge, suffocation feeling, spinal pain, abdominal distension, insomnia, blood pressure increased, tachycardia, tinnitus, dyspepsia and fatigue outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, arthralgia, asthenia, back pain, blood pressure increased, chest pain, depression, dizziness, dysgeusia, dyspepsia, fatigue, headache, hypersensitivity, insomnia, migraine, nausea, pain, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, rash, spinal pain, suffocation feeling, syncope, tachycardia, tinnitus, urinary tract infection, urticaria, vaginal discharge and weight increased to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.